Event description:
Physician stated that he was placing a central line in a pt during exploratory surgery, and was unable to insert the guide-wire, due to a structural defect. He had to stop this attempt, and use another central line kit, which caused the pt to be stuck twice. He also had another similar occurrence on another pt, with this same device. Fortunately, there were no adverse consequences to both pts. Md stated that he was only able to reach the MFR after several phone calls. The co told him that there was a defect involving the lumen of the device. Basically, the lumen of the needle was too small. He also learned from the co that these defective devices with these particular lot numbers are distributed in the thousands, and about one in every eight pts could be affected by this problem. Furthermore, he also learned that someone else had previously made a similar report to the co, but the co had made no attempts to inform their customers of the defect. The co did admit that the small lumen size was due to a mfg problem however.